Manufacturer narrative:
(B)(4). One piece sled the device was received for analysis in good visual condition and with a reload present. The reload was received partially fired and with the one piece sled damaged. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the damage to the sled occurred, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the doctor was in charge the case, when he encountered the splenic arteries, he has chosen the echelon 45, ec45 to dissect the vessel. However the doctor found that the stapler was locked. It was the first reload for the stapler. He pulled the release knob to open the jaw, and unplugged the reload. When he examined the reload, he found that the stapler driver of the reloads were broken. A plastic of triangle shape of the staple driver in the reloads has split out. He questioned if it is the problem of the stapler or the reload, so he refused to use the same staplers and reloads. He did not open a new stapler, but use suture to finish the process. No patient consequence reported.